Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 03.404.035, synthes lot # j000426, supplier lot # j000426, release to warehouse date: july 15, 2020, supplier: (B)(4). No ncr were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the drive shaft f/ria 2 l520 (p/n: 03.404.035, lot number: j000426) was received at us customer quality cq. Visual inspection of the complaint device showed the distal tip was deformed. Device failure/defect identified? Yes. Functional test: a functional assessment was unable to be performed as mating devices were not returned. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as a functional test could not be performed to confirm the defective drive shaft allegation. However, the distal tip was deformed, possibly from the reamer head being damaged. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: d4, d9, h3, h4, h6. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an unknown procedure the reamer head broke, and the drive shaft was defective. The defective drive shaft could not connect with another reamer. Fragments were generated and all fragments were removed from the patient. There was not enough patient spongiosa; therefore, donor spongiosa had to be used with the patient¿s spongiosa. There was no surgical delay. The surgery was completed successfully. Patient status was reported as good. Concomitant devices reported: drive shaft f/ria 2 l520 (part number 03.404.035, lot unknown, quantity 1). This report involves one (1) drive shaft for ria 2 520mm. This is report 2 of 2 for (B)(4).